Event description:
It was reported that the tip of the arthrow and "fell off into the patient." The procedure was delayed an hour to get an x-ray to locate the tip. The tip was successfully removed. There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. However, the suction plate (tip) was returned. Since the entire device was not returned for evaluation, it could not be determine that the suction plate belonged to a reprocessed asc1335-01. Inspection of the suction plate revealed the presence of biological material and the areas where the electrodes are welded on were observed to be excessively worn. Sss's instructions for use (IFU) for reprocessed soft tissue ablators states: ¿careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force.¿ ¿vigorous use against bony surfaces may result in excessive wear of the electrodes.¿ based on the information provided on the IFU, it is possible that the reported device was used vigorously against bony surfaces and caused the electrodes to wear enough for the suction plate to fall off into the patient. Additionally, based on the lot number provided by the facility, the device in question passed all inspections and tests prior to release from sss. This report is being filed as a malfunction due to sss's sister facility, stryker endoscopy, being in a 2 year reporting cycle due to the electrode breaking off, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.